Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced an arrhythmia, and intermittent loss of capture leading to pauses, and rising and high thresholds were noted on the right ventricular (rv) lead. During the revision procedure, the left side was occluded, so the rv and right atrial (ra) leads were capped and new leads implanted on the right side. No further patient complications have been reported as a result of this event.